Event description:
Customer reported a battery out limit alarm on the insulin pump. The blood glucose reading was 191 mg/dl. She stated that the alarm occurred after a battery change and that the batteries had been out of the insulin pump for an extended period of time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.